Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a superior capsular notch spanning about two clock hours. Typan blue was not used in the operating room. Capsular retractors were used on this patient in all four quadrants of the capsule. No vitreous was seen and no vitrectomy was needed. The intended lens was placed in the bag with capsular tension ring. Doctor used a suture to close the main incision.

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).